Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of ngaz0963 showed no other similar product complaint(s) from this lot number.

Event description:
As reported by the facility to ms&s, "caller states a patient with product 000722, 22fr tri-funnel gastrostomy tube is having issues with the tube popping open. Caller provided lot number ngaz0963. Response explained that one possible reason for the tube popping open can be because of gas pressure building up in the patient's stomach. Discussed occasionally opening the cap to allow gas to escape. Caller states she may have the doctor order some prevacid."